Event description:
The customer contact reported during testing at the user facility, the device did not sound an audible alarm tone when an occlusion was present during the delivery accuracy test. It was reported the device did not pass the occlusion test or the delivery accuracy test. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.